Event description:
It was reported to boston scientific corporation that an endovive initial peg pull method kit was used with a j-tube for the purpose of administering medication for advanced stage parkinson's disease. The peg tube was placed on (B)(6), 2010. According to the complainant, post procedure on (B)(6), 2010, the patient had secretion from the stoma site however no fever was observed. The cause of the secretion is unknown however possibly due to patient's hyperkinesis. The patient was told to go to primary care. On (B)(6), 2010 the patient presented with redness around the stoma site and slight proud flesh which had a tendency to bleed. There were no medications prescribed as a result of this event. No action was taken. This device is currently in use.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)